Event description:
It was reported that the iab was inserted in the cath lab. The catheter was zeroed prior to insertion. After insertion, the ap waveform was obtained but then, "lost". The iab was exchanged. Upon removal, the catheter was visibly kinked. There were no reported patient complications. See 1219856-2005-00084 for next event involving same patient.